Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 30 mg/dl with diaphoresis, confusion, and the inability to concentrate. The reporter stated that the patient had experienced a recent high bg prior to this excursion. Customer technical support (cts) advised the user may have over compensated for the high bg or may need to adjust their settings and referred the user to their healthcare provider. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with cts, it was revealed that the basal delivery totals in the total daily dose did match the active basal program, the basal history matched the active basal program settings, and the bolus totals matched and were all recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts and it did record correctly in the pump¿s history. It was determined by cts that the patient miscounting carbohydrates may have contributed to the bg excursion. However, the reporter stated that puberty was the cause of the bg excursion. This complaint is being reported based on the allegation that the patient experienced hypoglycemia of unclear cause while using insulin pump therapy.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2014 with the following findings: the last bolus and basal delivery were on (B)(6) 2014. The total daily doses added up correctly and reflected the user¿s programmed basal rate. The pump history did not show any alarms outside the range of normal use. The pump passed the delivery accuracy test and was found to be operating within required specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.